Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.4 inr, qc 2: 3.3 inr , qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the stago neoplastine method. At 6:59 a.m. The meter result was 5.8 inr and at noon the laboratory result was 3.2 inr. The laboratory result was believed and no change was made to the patients warfarin dose. The patients therapeutic range is 2.5-3.5 inr and tests every 2 weeks. The patient currently has a cold and recently had a slight change in their diet. The patient is in stable condition.